Manufacturer narrative:
Other, other text: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Labels are undamaged. No physical damage found on the pump. No problems found in the event history log. During the functional test, the customer stated problem was confirmed. The front beeper of the device is defective and will be replaced. The cause of the issue is unknown. During the DHR, there was no evidence of any issues during the manufacture of this device and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the device had no sound. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.